Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that they had called before due to a battery error and they got that worked out. They also reported that the customer received a failed battery alarm. They went to the nurse and got a battery. The customer did a bolus for lunch but the alarm went off. The customer's blood glucose level was unknown. They had already cleaned off the battery cap. Troubleshooting was not completed and they were sent a replacement battery cap. They were advised to call back if the battery issues continue. The device will not return for analysis.